Event description:
Pt's nurse called lfs alleging that pt's touch basic enhanced meter would not power on. The nurse reported that the meter had been having a power issue for apporx two weeks. Pt had been using a borrowed meter during that time. At a regular dr's visit, the pt was tested on another meter of theirs and a result of 80 mg/dl was obtained. No treatment was administered. The pt had no apparent symptoms during the time of concern. Pt had been taking their usual medication as prescribed throughout the time of concern. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. The customer service representative had confirmed that the battery was correctly installed, battery was replaced less than 1 year ago, and the battery was in good condition. Based on the info supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.